Manufacturer narrative:
(B)(4). When the reported device was returned to the manufacturer, reportable malfunction was recognized for the first time; therefore, the date the manufacturer became aware of this event was considered the date the device was returned. The corsair pro xs microcatheter was returned for evaluation the tip of the returned microcatheter was severely twisted at tis distal part that was also partially split. The surface of the proximal portion on the tip was scratched possibly by calcified plaque. Lot history review revealed no anomaly relating to the reported event. No other similar product experience was received from this lot. Based on the obtained information and investigation outcome, it was presumed that torsion generated with manipulation had most likely contributed to the observed damage on the tip of the returned corsair pro xs microcatheter. The applied stress would be localized and therefore exceeded the product's design limit especially when the tip was being caught and restricted its movement by the severely calcified lesion. It was concluded that this event was not attributed to product quality. Although there were no adverse patient effects, the observed damage on the tip inferred that a possibility could not be completely ruled out that fragment(s) of the tip could be left in the patient. Instructions for use (IFU) states: [warnings] do not use this microcatheter in advanced calcified lesions; [warnings] do not turn the microcatheter in the same direction, either clockwise or counterclockwise, for more than 10 consecutive turns. (Continuing rotation may damage or break the microcatheter or damage the blood vessels. In the worst case, life-threatening adverse events may occur.); and, [malfunction and adverse effects] damage.

Event description:
It was reported that the tip of an asahi corsair pro xs microcatheter damaged during a procedure to treat a heavily calcified 90-99% stenosis in the lad. A mamba catheter was initially used in attempts to cross the lesion and it was unsuccessful. The corsair was then used to cross and a rotawire was delivered down the lad to rotablate the vessel. When trying to exchange the wire over the corsair pro xs after rotablating, the wire got stuck at the tip of the catheter. At which point the physician pulled both catheter and wire out together. Examination of the tip of the catheter showed damage. There were no adverse patient effects associated with this event. The physician commented that the lesion was heavily calcified and the catheter was torqued quite a bit prior to exchange the wire.

Manufacturer narrative:
Updated h4 device manufacturer date and manufacturing site based on manufacturing records received on dec 17, 2020. Manufacturing site: (B)(4) .registration number: (B)(4).